Event description:
Customer states: when the tube was being removed, the cuff deflated incompletely. It needed suction with pressing the cuff. Customer confirmed that no harm to the pt. The info provided suggest that a replacement tube was not required. Customer confirmed that no fault was identified during pretesting efforts.

Manufacturer narrative:
Covidien cts ref# (B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary for the investigation results will be provided in a supplemental report.